Manufacturer narrative:
Additional information from the noah clinical representative confirmed there were no galaxy system malfunctions observed or alleged during the procedure. The patient was admitted for right chest tube management and was discharged three days later. The physician did not attribute the injury to the galaxy system and stated the event was due to the patient's condition, noting that the lung lesions were partly calcified and necrotic. No other relevant past medical history was reported. Concomitant devices used during the procedure included a needle and forceps; brand names were not recalled. The bronchoscope was discarded after the procedure. System and bronchoscope manufacturing records were reviewed and found no issues associated with this event. The bronchoscope was not returned for investigation as it was discarded. Manufacturing records were reviewed and confirmed the bronchoscope passed final qa/qc inspection prior to release. Video review demonstrated that the galaxy system functioned as intended. Multiple needle and forceps biopsy passes were performed. For the lingula target, the bronchoscope/tool appeared to interact with a parenchymal wall, with fluoroscopic evidence of tool/scope deflection and resistance. Black necrotic-appearing tissue was also observed, consistent with the physician's statement that the lesions were partly calcified and necrotic. The physician did not attribute the bilateral pneumothorax to the galaxy system and stated the event was due to the patient's condition. There was no visual evidence of galaxy system malfunction or abnormal system behavior that reasonably suggests galaxy system contribution to the reported event. This MDR is being submitted because the patient experienced a bilateral pneumothorax following a galaxy-assisted bronchoscopy procedure. The right pneumothorax required chest tube placement and hospital admission for management, meeting the criteria for serious injury. The physician did not attribute the injury to the galaxy system and stated the event was due to the patient's condition, noting that the lung lesions were partly calcified and necrotic. No galaxy system malfunctions were confirmed or alleged.

Event description:
It was reported that a 54 year old female patient underwent a galaxy-assisted bronchoscopy procedure for a 9 mm lesion in the right middle lobe. Following the procedure, the patient experienced a bilateral pneumothorax. The pneumothorax was identified immediately post-procedure while the patient was in recovery and was confirmed by chest x-ray. A chest tube was placed on the right side. No intervention was performed for the left pneumothorax, as it began resolving on its own. Attempts to gather additional patient demographics were unsuccessful.